Event description:
It was reported that there was an unknown problem with the keypad. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assy fluid ingress keypad trace, and damaged bottom rear case. Replaced upper transducer due to check IV set error. Replaced broken ail sensor right side, and corroded right, left iui. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/01/2015 to the present date 1/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to fluid ingress/contamination of the door kit assy 8100 rohs. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Pa-2014-0026 for pressure sensors. Ca-2014-0284 for ail. Ca-2018-0161 for iui damages.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 12/01/2015 to the present date 1/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was an unknown problem with the keypad. There was no patient involvement.